Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged bronchitis and asthma. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an visualization of particles related to a CPAP device's sound abatement foam. The patient alleged bronchitis and asthma. The device was returned to the manufacturer's product investigation laboratory for investigation. Secondary findings during evaluation observed dust/dirt contamination on top and bottom enclosure, side panel, front ui panel, side flip door, sd side flip door, blower box lid, blower box, blower bellow, and p4 power connector. Blower bellow not seated correctly. Liquid ingress with mineral deposits were observed. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the dust/dirt contamination in the airpath. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 have been updated in this report.